Manufacturer narrative:
Conclusion: this device is available for return and a f/u MDR will be submitted upon completion of the device investigation.

Event description:
The physician was treating a right carotid t occlusion with a 054 reperfusion catheter (placed coaxially with a 032 reperfusion catheter). After removing a significant amount of clot burden, the physician removed the 054 separator and then made sure the catheter had plenty of flow coming back through the rhv. The physician then advanced a 032 reperfusion catheter through the 054 to attempt to remove a more distal occlusion (m1-m2 segment). The 032 reperfusion catheter advanced with no issues through the 054 reperfusion catheter. Once the 032 was in position, the physician then advanced the 032 separator through the 032 reperfusion catheter and approximately mid way through the catheter the separator became stuck. Significant force was applied to advance the separator, but the system would not move forward. The physician then removed the entire 032 system with separator still inside the catheter. A new 032 catheter and separator were removed from the inventory and utilized through the existing 054 system with no issues. It was noted that the 032 reperfusion catheter used to access the more distal occlusion was the same catheter used to position the 054 reperfusion catheter initially.